Event description:
It was reported that a loss-of-resistance (lor) syringe component has "no resistance to slow the pressure."

Manufacturer narrative:
It was reported that an lor syringe component has "no resistance to slow the pressure." The reporting facility confirmed that the reported problem/issue caused no patient harm at the time of the incident and that a new tray was subsequently opened and used. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The reporting facility returned three (3) used lor syringes and an unsealed pain1642 tray from the reported lot. The sample syringes were in good condition with no visible defects. There was a smooth and unobstructed movement with a simulated pull and push of the plungers. The sample syringes were filled with tap water and epidural needles were attached. The needles were then pushed into a foam pad while depressing the plungers of the syringes. The resistance was sensed immediately. The needles were slowly pushed through the entire pad with resistance. The resistance finally released as the needles pierced the opposite end of the pad. The reported problem/issue could not be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.